Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the recon sagittal saw with key device had a seized bearing, leak tightness test failure, sticky trigger, would not run and component damage-thread saw blade coupling. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check saw blade coupling, check for sticky trigger, check general function of device and check oscillation frequency with frequency meter. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. It was previously reported that it was noted in the service order that the device had an undetermined malfunction. This has been updated to it was noted in the service order that during post-surgery, it was discovered that the device did not work and the procedure was completed with the same device.